Event description:
It was reported the patient had severe pain that was intensifying and unbearable. Intervention included a pocket revision on (B)(4) 2012. The event was noted as resolved without sequelae.

Event description:
Additional information reported the clinical diagnosis was pain at the implant site.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0374n, implanted: (B)(6) 2012, product type: lead. (B)(4).